Event description:
It was reported that, while using the fast fix during surgery, the thread broke when the knot was being tightened. It is unknown if a back-up device was available or if there was a delay in the scheduled surgery. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported fast-fix 360 curved needle delivery systems (2), used in treatment, have been returned for evaluation. Visual assessment of the devices showed no suture or ts remain on the delivery needles or were returned for evaluation, as a result the reported complaint of suture breakage cannot be confirmed. An exact root cause cannot be determined with confidence without the return of the suture; however, factors that could have contributed to the reported event include: inadvertent contact with the sharp delivery needle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H2, h6, g4. The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.